Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a gear train anomaly; the stall was due to shaft-bearing corrosion. (B)(4)

Event description:
It was reported a critical alarm occurred. The pump was interrogated and telemetry identified two "engine stalls"/motor stalls on (B)(6) 2015. After unsuccessful attempts to start the pump, the pump was stopped. The patient had not undergone an magnetic resonance imaging (MRI), nor was near large electromagnetic interference (emi) sources. The patient had increased spasticity that was successfully treated with oral baclofen. The pump was replaced without complications and the patient's status "so far was good". The pump was used to deliver lioresal/"baclofen maduna" (2 mg/ml).